Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. The device did not fire. The surgeon could press the green firing button but could not squeeze the handles. There was also a problem unloading the handle from the reload. It is unknown how this case was completed. Patient status is unknown.